Event description:
Pt undergoing laparoscopic gastric stapling. Staple gun jammed after staple fired, wouldn't open to allow removal from tissue. Procedure had to be converted to open procedure. Gun still wouldn't open and the tissue caught in the teeth of the gun was resected to allow removal of the gun.